Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. Internal evaluation of the device observed fluid ingress affecting multiple components. The investigation deemed compromised. Unit was marked "not for clinical use" and is recommended to be scrapped. Analysis for reports of this type has not identified an increase in trend.